Manufacturer narrative:
(B)(4). The insulin pump was received with up arrow button unresponsive due to j2/lcd keypad connector unlocked. Unable to confirm motor error alarm, excessive no delivery alarm or perform the self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal. The customer stated that they had an x-ray on their finger while having the insulin pump on. The customer was able to complete pump rewind, but the alarm history contained more than one motor error alarm within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery was declined. The insulin pump will be returned for analysis.